Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced cramping in his stomach and ribs when he would change position. The patient turned stimulation off but the issue persisted. Patient stated he went to a medical clinic and received a steroid injection and muscle relaxers which eased the cramping. Patient further stated his physician ordered a CT scan because he thinks he has a pinched nerve. The sjm representative met with the patient on (B)(6) 2013 and patient stated he is no longer cramping. Diagnostics did not reveal any impedance issues. Patient was reprogrammed, effective stimulation was achieved and patient is improved.